Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had an inadequate threshold so the output had been programmed high. The lead remains in use. It was noted the left ventricular capture management feature was then inactivated. The patient was a participant in the adapt response study. No patient complications have been reported as a result of this event.